Event description:
A tandem mobi cartridge alarm was reported by the caller, which did not adversely impact the customer's blood glucose level. The issue was not caused by external magnets or a problem during the loading process, and the pump had not shown this specific error before. The pump was under warranty, and the caller lacked a backup insulin therapy. As the current pump did not have the latest software, a replacement pump with updated software was sent. The customer was instructed on how to set the pump into storage mode and return it to tandem using a provided box and prepaid label. The replacement process included guidance on programming the new pump and connecting the cgm.